Event description:
It was reported that while in the angiography room the intra-aortic balloon (iab) was prepped and inserted via a teflon sheath into the patient's femoral artery. After placement of the iab the pump alarmed. The users checked the connection and the pump continued to alarm. As a result, the iab was removed and another iab was inserted. The patient did not have tortuous vessels or calcification of the arteries. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed/interrupted for the timeframe required to retrieve and prep the second iab. The patient outcome is good. Additional information received on (B)(6) 2013 from the (B)(6) assistant ra/qa stated that according to the user, the pump alarmed for "foreign material" and "we" are assuming that it was the leak alarm. However, the user cannot remember that detail. The alarm went off right after connecting the catheter to the pump. The catheter was not pulled negative during the operation. The md removed the iab and the sheath as one unit. The next iab was inserted via the patient's opposite side (femoral artery). The pump used was the arrow autocat2, serial number (B)(4).

Manufacturer narrative:
(B)(4).